Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿error 46228 occurred during testing¿ was confirmed during the power up test. The customer complaint was also confirmed during the event log review. The probable cause was defective printed wiring assembly (pwa). Further investigation found the upstream occlusion (uso) seal was separating. The pwa and uso were replaced. The customer complaint of error 46228 was also confirmed during the event log review. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿error 46228 occurred during testing¿; during device evaluation it was found the upstream occlusion seal separating.